Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. She felt like the sensor wire was stuck in her skin and she was feeling an occasional sharp pain at the site. She went to the doctor and the doctor examined the area and told her to contact dexcom technical support. There was no further medical intervention or removal of the wire reported. At the time of contact, the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.